Manufacturer narrative:
Additional information was received that the patient underwent the first ipg replacement. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was implanted with two ipg and both ipgs stopped accepting charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was implanted with two ipg and both ipgs stopped accepting charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected on the second ipg that will be replaced.

Event description:
A report was received that the patient was implanted with two ipg and both ipgs stopped accepting charge. The patient will undergo an ipg replacement procedure.